Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a tbna (transbronchial needle aspiration) procedure performed on (B)(6), 2009 (patient over 18 years old). According to the complainant, the hub against the wall method was used to retrieve a mucosa biopsy specimen. However, after withdrawing the device while attempting to expel the specimen, the catheter kinked. The site indicated that the needle did not puncture the side wall of the sheath and that no leaks were visible. The procedure was completed with the same excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; hole is distal end of sheath.

Manufacturer narrative:
A visual evaluation of the returned device found that the metal sheath is bent proximal to the needle protective hub. Additionally, a hole was identified in the clear sheath. A functional check found that the device was able to produce both pressure and vacuum to force water through the sheath. However, a leak was visible from the side of the clear sheath. Furthermore, the needle was able to be extended and retracted without issue. The cause of the hole in the sheath is unclear. It is possible that the needle could have pierced the sheath when it was retracted or deployed during use. The scope could have also caught on the sheath and made the hole. Other devices or instruments used during procedure could have also contributed to it. Although there are multiple conclusions that could be made on what caused the hole in the sheath, the probable cause for the hole could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).